Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. The 2.75x12mm veriflex (liberte) stent was unable to cross the lesion. It was noted that there was damage to the stent. The device was removed intact. Procedure was completed with a different device. Patient status is listed as good with no complications reported.